Event description:
It was reported that a nurse found blood backing up through the tubing. IV solution mixed with blood and was coming out of the needleless port, and misting from the white cap. The tubing was changed per the rn and the IV continued. There was approximately 5-10cc of blood loss for the patient. There was no patient harm reported.